Event description:
It was reported that one of the screws on the revolution cement gun had fallen out, this was noticed in sterile processing. There was no patient involvement, adverse consequences, medical intervention or delays reported with this event.

Manufacturer narrative:
The reported event was confirmed and the device was repaired and returned to the customer.

Event description:
It was reported that one of the screws on the revolution cement gun had fallen out, this was noticed in sterile processing. There was no patient involvement, adverse consequences, medical intervention or delays reported with this event.